Event description:
Artifact was present during analysis, subject was not resuscitated. (B) (4).

Manufacturer narrative:
Method: ECG was reviewed for this incident. Conclusion: artifact was present after a "shock advised" prompt. Further analysis caused the device to change shock decision to no "shock advised". Device labeling, (instructions for use and voice prompts) provide methods for resolving this issue.